Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolfit, vicryl suture, prolene suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolfit, vicryl suture, prolene suture) used in this procedure? Citation: clinics. 2016; 71 (9): 487-493. Doi: 10.6061/clinics/2016(09)01. (B)(4).

Event description:
It was reported via journal article: title: "sacrospinous ligament suspension with transobturator mesh versus sacral colpopexy for genital prolapse." Authors: cassia r.t. Juliato, maira f.g. Mazzer, juliana m. Diniz , catarina h.s. Farias, edilson b. De castro. Citation: clinics. 2016; 71 (9): 487-493. Doi: 10.6061/clinics/2016(09)01. The objectives of the study was to compare the safety and efficacy of abdominal sacral colpopexy and sacrospinous ligament suspension with the use of vaginal mesh for apical prolapse. This retrospective study was conducted from 2005 to 2012 and included 74 women with apical prolapse who underwent surgery. Of which, 30 patients (age: 63.1 years) underwent sacrospinous ligament suspension, and 44 patients (age: 63 years) underwent abdominal sacral colpopexy. During the sacrospinous ligament fixation with mesh placement on the anterior wall with a double transobturator pass procedure, 2 stitches with vicryl thread (ethicon) were passed bilaterally through the sacrospinous ligament using direct visualization, followed by fixing of the stitches in the vaginal vault. Gynecare prolift mesh kits (ethicon) were used. The needles from a mesh kit were placed bilaterally along the supero-medial rim of the transobturator foramen, and the upper extension arms of the mesh were fixed to each side of the needles with externalization up to the entry point of the genitofemoral fold. The lower rim was placed on the vaginal vault parametria using two prolene 2-0 stitches (ethicon). During the abdominal sacral colpopexy procedure, the fixation of the mesh on the promontory periosteum and vault was performed using prolene 0 sutures (ethicon). In the sacrospinous ligament fixation group, immediate complications included failure (n-3) and blood loss (n-1) which required transfusion. Late complications included infection (n-2), mesh exposure (n-7), and vaginal discharge (n-2). In the abdominal sacral colpopexy group, immediate complications included infection (n-1) and blood loss (n-2) which required transfusion (n-1). Late complications included infection (n-2), local pain (n-10), and blood loss (n-2). It was concluded that the sacrospinous ligament fixation and sacral colpopexy are effective and safe techniques for the treatment of apical genital prolapse, with similar cure rates for the apical compartment. Sacrospinous ligament fixation using mesh in the anterior vaginal wall showed cure and relapse rates in the anterior compartment that were similar to those found in women undergoing the abdominal technique.